Event description:
During a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 99% stenosed left anterior descending (lad) artery. The maverick2 monorail balloon ruptured at 12 atms on the third inflation. The initial inflation was to 10 atms and the second inflation was to 12 atms, both for 5 seconds. A boston scientific introducer sheath, and a heartrail il 3.5 guide catheter were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good".